Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the angle wires being stretched. In addition to the nozzle having foreign objects due to insufficient cleaning, additional findings were as follows: due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover was detached and had a crack; due to clogging of nozzle, water removal ability did not meet the standard value; suction connector was dirty due to water leakage; suction connector had corrosion; light guide (lg) lens had discoloration; objective lens had discoloration; and control unit had discoloration. The following components were scratched: adhesive on bending section cover, suction connector, plastic distal end cover, connecting tube, flexibility adjustment ring, scope connector cover, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, switch box, scope cover, universal cord, grip, and control unit. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) medical center.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had reduced angulation. There was no patient harm associated with the event. The device was evaluated, and it was found that the nozzle had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.